Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient may be seeking surgical intervention for an unknown reason. Additional information is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information indicates the patient had the ipg explanted and replaced due to the ipg becoming inoperable. Surgical intervention addressed the issue.